Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: exact ages unknown, not provided, the information provided is that the mean age for all patients was 75.7 years of age (range 56-93 years old). Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Serial#: unknown/not provided. Catalog#: catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. The complaint products are not returning for evaluation. There was no serial number(s) reported for this device; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending, for this device will not be performed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Hovanesian, j.a., (2018, november) patient-reported outcomes of multifocal and accommodating intraocular lenses: analysis of 117 patients 2-10 years after surgery. Clinical ophthalmology, 2018(12), p.2297-2304 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The publication reports 4 patients needed refractive enhancement, 6 had vision "worse than expected" and 56% of 49 patients complained of glare and halos after implantation with either restor iol (alcon) or tecnis multifocal 4.0 (it is not specified which lens the patients were implanted with that had the complaints).